Event description:
End user reported that medical attention was sought on (B)(6) 2016 at 9:00pm due to receiving high readings from her prodigy blood glucose meter. The end user declined to provide any further details in regards to the medical treatment that was sought and requested that (B)(4) not contact her again.